Manufacturer narrative:
(B)(4). The actual sample is discarded,however a companion sample is available. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Companion sample was returned for evaluation. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the hp was connected during priming. No manufacturing abnormalities were noted during visual inspection. A review of all batch record documents was performed with no issues noted during the manufacturing process. The label review found the labeling adequate for the potential use error in this complaint. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during cycle 2. The home patient (hp) stated that the ultrafiltration (uf) volume was 2644ml after ending therapy. The hp had primed while connected after the alarm with same supplies. The hc was presently at "connect yourself". The baxter technical representative (tsr) explained the alarms. The tsr told the hp that never be connected during priming. The caller will discard supplies and finish with manuals. The hp will contact the registered nurse (rn) regarding the hp being connected during air detect alarm and priming. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance was contacted by the patient on (B)(6) 2011. The patient stated the following: nothing was known to have caused the alarm and therapy was finished with manuals. The sample was discarded and a companion sample was available and requested with lot number h11a10061. The nurse was contacted regarding the event and the patient was doing fine with therapy. No patient injury or medical intervention was reported.